Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent moved on balloon occurred. Wires were placed in the circumflex (cx) artery and first obtuse marginal (om) artery. The om was stented with some stent struts hanging out into the cx. The 3.00 x 12mm synergy xd drug-eluting stent delivery system (sds) was selected for treatment of the calcified and non-tortuous cx. During advancement, resistance was encountered and the sds was removed. The stent had moved on the balloon but did not completely dislodge. The stent was noted to be collapsed on itself; it looked like an accordion that folded back on itself. The procedure was completed with a drug coated balloon rather than another stent. There were no patient complications and the patient fully recovered.